Event description:
Patient was revised for an infected zimmer uni knee. On (B)(6) 2024 it was removed and an attune femur and poly insert were placed as a spacer. It was used as a spacer while the infection was treated. There was no intention to keep the implants in. They were removed and an attune revision implant was placed. There were no broken instruments or delays. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".